Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button switch being contaminated. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor reported that a battery charger has an integrated charger problem.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to the front response button switch being contaminated. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor. Device evaluation of integrated battery charger has been completed. The reported problem (integrated charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a defective fu100 component. The root cause for the defective component could not be positively identified. There was no adverse event that resulted from the damaged charger.